Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station requiring a 2-person verification for all meds to be pulled. A technical support specialist confirmed the status of the station and attempted to contact the customer; however, there was no response.

Event description:
It was reported by the customer that the pyxis medstation es system station that mandates verification by two individuals for the retrieval of all medications. A customer reported that the user was unable to dispense medication to the patient, resulting in a delay in the patient's care. There were no adverse events or injuries reported based on this event.